Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported that she had surgery on (B)(6) 2016 to pull up her bladder again and since then she was not able to control her therapy. Patient stated she thinks her therapy is doing too much and she is not able to hold it. She was feeling stim while therapy was on. She was on program 4 at 3.1v. She wanted to decrease stim to 2.9v and she felt stim. It was noted that the situation was resolved. Patient was told by healthcare provider (hcp) to call the manufacturer. Patient stated hcp had done his part with the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.